Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial#: (B)(4), implanted: (B)(6) 2017, explanted: (B)(6) 2020, product type: lead. Product ID: 977a260, serial#: (B)(4), implanted: (B)(6) 2017, explanted: (B)(6) 2020, product type: lead. Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(4), ubd: 06-feb-2021, UDI#: (B)(4). Product ID: 977a260, serial/lot #: (B)(4), ubd: 06-feb-2021, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported her stimulator was put in after her first back surgery and now she is not getting any stim above the thighs nothing in her back. When it was asked the date she noticed she was not getting any stim above the thighs and nothing in her back she said: when she had the trial it was wonderful she was immediately standing straight but when they put the permanent in, she never got what the trial did for her. She had several manufacturing representatives (rep)s in the beginning try and get it set but they just never got like it was in the trial. Further discussion patient confirmed implant date for event date. It was noted that the patient would be following up with their healthcare provider (hcp). Additional information was received from the rep and it was reported patient did not have any complications with device. Stated she was not getting back relief from the stimulation. Fluoroscopic image was taken and leads did migrate down a vertebral body. No external factors contributed to the lead migration. Patient did not fall, or had any event occur. This all happened during normal use. Leads were replaced with new leads. Patient had previous leads revised and since leads were kit steering smoothly new leads were implanted. Leads were not able to be advanced higher than bottom of t8. It is unknown if the issue resolved.